Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with two 600cc mentor memorygel breast implant experienced bilateral rupture and left sided breast pain post procedure. As a result, patient underwent bilateral removal and replacement with two 600cc mentor memorygel breast implants on (B)(6) 2020. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
The investigation of the pictured device was completed by the failure analysis lab on 10/28/2020. Device evaluation summary: according to the information received, the patient experienced a rupture in the right breast implant. Additionally, it was reported that the implant was discarded, but a photo was provided. Upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed on the device. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Manufacturer¿s reference number: (B)(4).